Event description:
Co rec'd another MFR's device. The reason for removal was given as "erosion." The device was returned to the sender. Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2,h1).